Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. The customer contact reported that after the soluset emptied, air was noted in the tubing distal to the soluset. The tubing was clamped. No air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation.